Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with an ak 96 machine, the patient experienced severe leg cramps and hypoglycemia. Per the reporter, the 'actual value on the equipment deviated from the set value'. No treatment parameters, weight recordings or blood pressures were provided. There was no medical intervention associated with this event. The reporter declined to provide additional information.

Manufacturer narrative:
H10: the device was not received for evaluation; therefore, a device analysis could not be completed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.